Event description:
It was reported that pump housing was damaged and damage interfered with ability to load cartridge into pump. There was no reported impact to the customer¿s blood glucose level. Patient declined additional troubleshooting, so technical support documented issue based on email and closed case with no further action required.